Event description:
Lead was replaced due to low sensing value, high thresholds and high lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found is consistent with that occurring during the surgical procedure.